Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic sacrocolpopexy procedure on 10/24/(B)(6) experienced bleeding and offensive vaginal discharge along with 3 episode of urge incontinence. During examinations performed in the clinic at the time, no mesh erosion noted at this point and vaginal discharge subsequently settled in ten-fifteen days. Transvaginal scan was performed and confirmed a fluid collection in left side of pelvis. The patient was seen back in a month, in (B)(6) 2012, and was asymptomatic. In (B)(6) 2015, the patient was seen in clinic as she was experiencing persistent pain in right iliac fossa and some vaginal bleeding. During examination, a moderate cystocele was noted but no mesh exposure. The patient was given a short course of oestrogen vaginal pessaries and pain relief medication. The patient was examined in a clinic in (B)(6) 2015 and the patient's pain settled, however, she had heavy vaginal discharge. On examination, mesh exposure was confirmed at the vault and was very tender. The patient underwent an excision of the exposed portion of the vaginal mesh from sacrocolpopexy. Three months post-operative follow up in (B)(6) 2015 revealed that the patient is asymptomatic, vagina appeared well healed and no further mesh exposure has been seen. Additional information has been requested.